Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was implanted in (B)(6) 2015, in the context of cerebral palsy. The implantable neurostimulator (ins) had led to an improvement in urinary circulation. However, the ins has not been activated for several years due to the onset of pain (last activation in (B)(6) 2022). The ins was therefore explanted on (B)(6) 2024. The offending medical ins has been recovered and will be returned for analysis. Additional information was received. The manufacturer representative (rep) reported the patient was implanted in 2015 and the last activation was in 2022. And it was efficient. Then they talked about pain but they learned that it was explanted more than 2 years after they stopped the neurostimulator. Cause has been difficult to determine/understand.